Event description:
In 2006, a pt underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. In preparation for deployment, a wire was placed in what was believed to be the celiac artery to reference placement of the second tag device distally. A final angiogram showed both the celiac trunk and the superior mesenteric artery were unintentionally covered but still maintained blood flow. The marker wire had been mistakenly placed in the pt's left renal artery. A stent (unk type) was then inserted and implanted in between the most distal tag device and the distal portion of the native aorta to maintain patency to both the partially covered arteries. Another angiogram was taken which showed successful exclusion of the aneurysm. The pt was reported to be doing well 24 hrs post operatively.